Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the user was using sg values as calibrations instead of bg values. Customer care recommended that the user relink their sensor to clear calibration history and any possible calibration misalignment, and they were educated on proper calibration techniques. Further follow up was not possible as the user was unresponsive to multiple communication attempts. Further investigation was not possible. Per dms review, the user was using the system with up-to-date information.